Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Pump was in excellent condition. Check syringe flange sensor was found in the event history log. Failed reading on syringe flange sensor. The root cause of the reported issue was found to be optocoupler was misaligned due to missing screw from manufacturing floor. The technician added screw and reassembled the optocoupler assembly. Performed power up process and all functional testing.

Event description:
It was reported that an out of box failure - pump will not correctly recognize the syringe occurred. No patient injury was reported.